Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced extreme and chronic pain, erosion, infection, additional surgeries, disability, hardening, recurrent incontinence and worsening dyspareunia. Product was used for therapeutic treatment. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced extreme and chronic pain, erosion, infection, additional surgeries, disability, hardening, recurrent incontinence and worsening dyspareunia. Associated mdrs: 1018233-2013-00398 and 1018233-2013-00400.

Manufacturer narrative:
Medtronic compliant report: (B)(4). (B)(4): revision surgery, additional surgeries. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, reason for mesh implantation: genuine stress urinary incontinence and pelvic organ prolapse procedure (s) performed: suburethral sling via prolene tape/ uretex, intra-arcus colporrhaphy via dermis, intraspinous colpopexy, posterior colporrhaphy via dermal graft, enterocele repair, and cystourethroscopy complications post uretex and pelvicol implantation: (B)(6) 2007: pelvic organ prolapse first additional implant (mentor novasilk) surgery: (B)(6) 2007: underwent total posterior mesh vaginoplasty, mesh colpopexy, and modified mccall¿s culdoplasty under general anesthesia complications post first additional implant (mentor novasilk) surgery: (B)(6) 2007 ¿ (B)(6) 2007: assessed with urinary tract infection with amorphous crystals in urine and diverticulitis ¿ (B)(6) 2008: assessed with stage 2 anterior compartment failure and possible voiding dysfunction (incomplete emptying) second additional implant (mentor novasilk) surgery: (B)(6) 2009: underwent contiguous anterior mesh vaginoplasty with proximal posterior mesh vaginoplasty, enterocele repair with excision of enterocele sac, and mesh colpopexy under general anesthesia. Complications post second additional implant surgery: (B)(6) 2009 - (B)(6) 2009: uti and detrusor overactivity (B)(6) 2011: recurrent uti and incomplete bladder emptying ¿ assessed with detrusor overactivity ¿ first interventional surgery: (B)(6) 2011: underwent cystoscopy, bladder biopsy, and left retrograde pyelogram under general anesthesia. Complications post first interventional surgery: (B)(6) 2011: assessed with complicated urinary tract infection mesh revision surgery: (B)(6) 2011: underwent colovesical fistula and previous multiple abdominal procedures including low anterior resection for diverticular disease, incisional hernia repairs for 2 times, pelvic/ bladder prolapse surgery, previous kidney surgery and previous hysterectomy under general endotracheal anesthesia.